Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that while performing care on a patient in cardiac arrest, etco2 did not register on the monitor. No negative patient impact was reported.